Event description:
It was reported that the unspecified bd infusion set was damaged. The following information was provided by the initial reporter: while the patient was dressing the IV extension set somehow snapped in half so that blood started pouring out. The patient came into the hallway holding a bloody rag to her previous IV site and the broken piece of extension tubing was found connected to the IV tubing on the pole.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak and separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.